Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on march 1, 2019. Therefore, fields d4. Expiration date and h4. Manufactured date have been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster product analysis lab noted on a second visual inspection on april 18, 2019 that there was reddish material inside the pebax. The tip was scratched between the transition tip-shaft and electrode #06). Electrodes #06, #05, #04, #03, #02 and the dome were scratched; however the polyurethane (pu) edge of all the electrodes were in good conditions. These noted conditions were assessed as not reportable as the device integrity was maintained. In addition, april 23, 2019 an additional scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the pebax surface. The additional finding of the hole on the pebax surface was assessed as a reportable issue. The awareness date of this new finding is april 23, 2019.therefore, added h 6.device codes of material puncture / hole. Investigation summary completed on april 25, 2019: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that at the beginning of the ablation, the temperature suddenly rose. When they removed the catheter, it was noticed that the catheter was not correctly irrigating anymore because the shaft was broken at the very proximal part. The surgeon used a deflectable sheath. The procedure was not delayed due to the reported issue. It was not known if the procedure was successfully completed. No patient consequence was reported. Additional information was received stating there were no wires exposed. There was a lifted ring. There was no difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. They used the mobicath sheath. The device was inspected and reddish material was observed inside the pebax, scratches were observed along the tip and on the electrodes however, pu that cover the electrodes edge was observed in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, the catheter outer diameter was measured and it was found within specification. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and stress marks and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax and the damage observed along the catheter tip, cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and additional information was received stating that the ring was lifted. Initially it was reported that at the beginning of the ablation, the temperature suddenly rose. When they removed the catheter, it was noticed that the catheter was not correctly irrigating anymore because the shaft was broken at the very proximal part. The surgeon used a deflectable sheath. The procedure was not delayed due to the reported issue. It was not known if the procedure was successfully completed. No patient consequence was reported. Additional clarification was requested for this complaint. However, no further information had been made available. Therefore, with the information available, the reported shaft broken was assessed as not reportable as the description of the issue was unclear and the nature of the failure could not be identified. The high temperature issue and irrigation issue were assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on (B)(6) 2019. There were no wires exposed. There was a lifted ring. There was no difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. They used the mobicath sheath. This event was originally considered non-reportable; however, biosense webster, inc. Became aware of the lifted ring on (B)(6) 2019 and have reassessed the event as reportable. Therefore, the awareness date for this reportable issue is (B)(6) 2019.

Manufacturer narrative:
Correction to follow-up #2 for field ¿date received by manufacturer¿ as it reflected as 3/1/2019 and it should have reflected as 3/2/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction to 3500a follow-up #1. It was stated that on march 1, 2019 the manufacturing record evaluation was provided. However, it was not included in the report. A manufacturing record evaluation was performed for the finished device 30055157l number, and no internal action was found during the review. Therefore, method codes added of "analysis of production records". Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, h6. Method codes of "device not returned", h6.result codes of "no finding available" and h6. Conclusion codes of "cause not established" were populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2019 this device was received by the biosense webster inc. Product analysis lab as an extra product under manufacturer reference number(B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a deflection issue. The first visual finding from the biosense webster inc. Product analysis lab for this extra product received was that there was discoloration inside the pebax. This issue was assessed as a not reportable lab finding as the device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. An investigation was performed on march 29, 2019 and it was determined that this extra product received corresponded to the existing manufacturer reference number of (B)(4). Therefore, the awareness date of this returned product is march 29, 2019 as this is the date that we were able to verify that this device corresponded to manufacturer reference number of (B)(4). Manufacturer's ref. No: (B)(4).